Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic lobectomy, surgeon was not able to press the green button and squeeze the handle. It was noted that the jaws of the handle would not close. Device was not able to fire. Another device was used to resolve the issue. No patient injury.